Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Unable to troubleshoot or get the blood glucose reading because the customer was at school during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.